Manufacturer narrative:
Treatment heads were in specification. Ce could not duplicate the reported problem. Customer reported they had recently replaced the head used during the treatment when the blistering occurred. Because this treatment head was not available for evaluation, it is not possible to rule out device malfunction. Per the lumenis clinical educator, the treatment parameters were too aggressive for the reported skin type. Root cause appears to be daily aspirin use by the pt, which predisposed the pt to the bruising, and too aggressive treatment parameters, which resulted in the burns. Bruising is described in the quantum operator manual as a possible side effect of treatment. The customer rec'd add'l training from lumenis on 03/11/2006.

Event description:
Customer reported that a pt sustained 2nd degree burn following the fourth ipl skin rejuvenation in 2005. Pt was treated with humatrix for bruising and one intramuscular injection of dexamethasone. Per the customer, the same day, the treatment parameters had been modified from the parameters used for the earlier three treatments. The filter was changed conservatively to 590 nm instead of 560 nm; in addition, a more aggressive pulse width of 2.4 ms (5.5 ms was used in the earlier treatments) was used on event day. Customer has continued to use the quantum device and the 590 nm filter on other pts without incident.